Event description:
The customer reported there was no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. However, the service rep replaced the display adapter. The system was operating as intended.